Event description:
Additional information was received indicating that the issue occurred during "in house" testing on the fluke ida 5 and there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Information was received indicating that the cadd solis vip pump failed the occlusion test. There was no adverse event reported.

Manufacturer narrative:
Other returned device was received in decent physical condition but there was a broken valve assembly. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. The device had a failed occlusion test. The broken valve assembly was found to be the cause of the original complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.